Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Only the connector portion of the lead was returned in one piece for analysis. Final analysis through electrical and visual testing found damage consistent with procedural damage. The cause of the external insulation abrasion was due too friction with the device can.

Event description:
This report is to advise of an event observed during analysis.